Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer reported a defective backup battery. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
It was reported to philips by the customer that the alleged ventilator was making beeping sounds at the time of the reported issue. The customer also reported that the ventilator was working only on back up battery. The customer's maintenance personnel checked the electrical outlets, and no issue was found with them. The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. During the device evaluation, the fse determined defect with back up battery. The fse tried to order the battery for replacement, but battery was not available as product reached at its end of service life. After that, multiple attempts to retrieve device repair, and operational status has yielded no response. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.